Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level as well as low blood glucose level. The customer's high blood glucose level was 433 mg/dl low blood glucose level was 50 mg/dl. The customer declined to troubleshooting for high and low blood glucose. Other relevant blood glucose level of the customer was 233 mg/dl. The insulin pump will not be returned for the analysis.